Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed with no complications and the closure device was successfully implanted. After the procedure was completed it was noticed that there was an effusion. The physicians attempted a pericardiocentesis to drain the blood, but they were unsuccessful. The patient then went to the operating room where they performed a pericardial window, but still could not stop the bleeding. The physicians then did a sternotomy and they were successful in the stopping the bleeding. The patient made a full recovery and was discharged home.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed with no complications and the closure device was successfully implanted. After the procedure was completed it was noticed that there was an effusion. The physicians attempted a pericardiocentesis to drain the blood, but they were unsuccessful. The patient then went to the operating room where they performed a pericardial window, but still could not stop the bleeding. The physicians then did a sternotomy and they were successful in the stopping the bleeding. The patient made a full recovery and was discharged home. It was further reported that the surgeon performed a sternotomy and located the bleed. The surgeon then placed 1-2 stitches on the back wall of the appendage and the bleeding completed stopped. The patient made a full recovery and is doing well.